Event description:
During routine testing of the device, the service technician reported a faulty power supply caused the unit to fail the arterial blood parameter manufacturing test. The monitor was originally returned for a power switch failure and co2 error message. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.